Event description:
The customer reported that there was a burning smell, the system displayed an error and was unable to boot up again. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.